Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 6 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. The insulation was found abraded through 21 and 38.5 cm proximal to the lead tip. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: this lead was explanted due to a non-specific product performance issue. Should additional information be received, this file will be updated.

Event description:
Boston scientific provided the following information: this lead was explanted due to a non-specific product performance issue. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.